Manufacturer narrative:
Zimmer biomet complaint (B)(4). One osseotite tapered certain prevail implant 5/4 x 11.0mm (item # (B)(4) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured with digital calipers and found that they were within the specifications in the product's engineering drawing. A DHR review and complaint history review could not be completed as no lot number was provided. The event is non-verifiable. A root cause cannot be determined.

Event description:
It was reported that the implant failed to osseointegrate and perforated the sinus. The implant was removed, and a bone graft was placed. Toot location 3.